Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged kidney disease/toxicity and cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The adverse event/product problem and outcomes attributed to ae field have been corrected to reflect the type of reported complaint (serious injury) for this complaint record. The adverse event/product problem field was change to "both" and the outcome attributed field was change to "other".